Manufacturer narrative:
A supplemental report is being submitted for an update to: -b5. Desc evt problem -h6. Patient codes (ime/annex e) investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient also required cardioversion. The patient also experienced myocardial infarction.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the available autologs report revealed a slight decrease in power consumption and estimated flows within the analyzed period leading to parameters below the normal operating range, however no alarms were logged within the analyzed period. Information received from the site indicated that the patient was hospitalized for ventricular fibrillation (vf). The patient was treated with direct current defibrillation and the waveform recovered to sinus rhythm. The following day, nine consecutive non-sustained ventricular tachycardia (nsvt) occurred in the morning and direct current defibrillation occurred once in the intensive care unit (ICU). The patient¿s condition was stable in the afternoon and the patient was then transferred out of intensive care unit (ICU). The data files of the ventricular assist device (vad) were analyzed and showed low pulsatility even after the patient recovered from vf and had sinus rhythm. After that, the patient had a loss of appetite, could not eat for two days, experienced vomiting and had negative moisture balance. Fluid restriction was requested to be discontinued to allow for fluid volume expansion. A coronary angiogram was performed with an unclear view of the left anterior descending artery without significant stenosis. While the cause of the vf was unknown, reperfusion syndrome was suspected due to elevated cardiac enzymes. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to m ultiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmia is a known potential compli cation associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pr e-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the available autologs report revealed a slight decrease in power consumption and estimated flows within the analyzed period leading to parameters below the normal operating range, however no alarms were logged within the analyzed period. Information received from the site indicated that the patient was hospitalized for ventricular fibrillation (vf). The patient was treated with direct current defibrillation and the waveform recovered to sinus rhythm. The following day, nine consecutive non-sustained ventricular tachycardia (nsvt) occurred in the morning and direct current defibrillation occurred once in the intensive care unit (ICU). The patient¿s condition was stable in the afternoon and the patient was then transferred out of intensive care unit (ICU). The data files of the ventricular assist device (vad) were analyzed and showed low pulsatility even after the patient recovered from vf and had sinus rhythm. After that, the patient had a loss of appetite, could not eat for two days, experienced vomiting and had negative moisture balance. Fluid restriction was requested to be discontinued to allow for fluid volume expansion. A coronary angiogram was performed with an unclear view of th e left anterior descending artery without significant stenosis. While the cause of the vf was unknown, reperfusion syndrome was suspected due to elevated cardiac enzymes. It was further reported that the patient also required cardioversion and experienced myocardial infarction. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmia and myocardial infarction is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for ventricular fibrillation (vf). The patient was treated with direct current de fibrillation and the waveform recovered to sinus rhythm. The following day, nine consecutive non-sustained ventricular tachycardia (nsvt) occurred in the morning and direct current defibrillation occurred once in the intensive care unit (ICU). The patient¿s condition was stable in the afternoon and the patient was then transferred out of intensive care unit (ICU). The data files of the ventricular assist device (vad) were analyzed and showed low pulsatility even after the patient recovered from vf and had sinus rhythm. After that, the patient had a loss of appetite, could not eat for two days, experienced vomiting and had negative moisture balance. Fluid restriction was requested to be discontinued to allow for fluid volume expansion. A coronary angiogram was performed with an unclear view of the left anterior descending artery without significant stenosis. While the cause of the vf was unknown, reperfusion syndrome was suspected due to elevated cardiac enzymes. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.